Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (b)46) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren and lawrence grade ii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date in 2004, the pt received her first intra-articular synvisc (hylan g-f 20) injection of the first course into the right knee, dosage regimen not provided. On (B)(6) 2003, the pt received her second synvisc injection. The lot number of synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis of right knee. On unspecified dates in (B)(6) 2003, 19 cc of fluid was aspirated (slightly turbid) from right knee and the pt was treated with intra-articular betamethasone at a dose of 1.3 cc and xylocaine (lidocaine) at a dose of 1 cc for synovitis of right knee effusion. On (B)(6) 2003, the pt recovered from the event of synovitis of the right knee. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship with the event of right knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.